Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis sizing guide, the (B)(4) trunk ipsilateral leg component is designed for use in a 24-16mm aorta. As reported, the proximal aortic neck diameter for this pt was 21mm.

Event description:
On (B)(6) 2010, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On an unk date in (B)(6) 2011, computed tomography revealed a proximal type I endoleak. On (B)(6) 2011, an aortic extender component was implanted to treat the proximal type I endoleak. Final angiography confirmed that the endoleak was resolved.